Event description:
A caller reported a malfunction on a pump, specifically mentioning malfunction code malf 0, although no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. The customer was able to reset the pump independently and did not report resetting it previously within the last 24 hours.